Event description:
Implant failed before prosthetic restoration. Stability was achieved but osseointegration was not achieved. At time of implantation, a crestal sinus life augmentation was performed also. Bone quality was type ii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors, bone quality and/or post-operative complications. Patient oral anatomy is to be closely assessed prior to procedure as described in this product's instruction for use. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instruction for use.